Event description:
It was reported that the impaction handle broke while trying attach the trial to the handle. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use (tool marks) and the tip shows wear. The pin of the device is fractured causing the device to disassemble. The device was submitted for further analysis. Analysis determined the pin fracture showed that it was suspected to be fractured due to shear overload. Material analysis determined the fracture showed that it was consistent with 455 stainless steel, except for detection of slightly high copper. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.